Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was connected to a gemstar pump and was returned to the biomedical engineering department with an unsigned note stating, "the bolus cord did not work. The unit did not deliver the dose." No tracking info was provided; therefore specific pt info or event details were not available. During testing at the user facility, the device did not deliver when the bolus button was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.